Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, a shaft fracture occurred. As the physician advanced the taxus express2 3.0x12mm drug eluting stent to the lesion in the left anterior descending (lad), the stent delivery system broke in half at the mid portion of the device. The procedure was completed with a taxus express2 3.0x12mm drug eluting stent. No pt complications occurred. Pt status is satisfactory.